Event description:
Surgeon commented that coagulation was insufficient on this pulsar 2 as compared to the pulsar 1 he normally uses therefore he switched to traditional electrocautery to complete the case.

Manufacturer narrative:
(B)(4). Eval, method, results: product received by manufacturer and pending inspection. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation process: unit received in fair condition and internal visual inspection revealed no loose or broken components. Unit delivered rf energy correctly into fixed resistors. Front panel overlay has large scratches and will be replaced, root cause: could not confirm insufficient power complaint. The unit delivered rf energy correctly into fixed resistors in the service department. (B)(4).

Event description:
Surgeon commented that coagulation was insufficient on the pulsar 2 as compared to the pulsar 1 he normally uses, therefore, he switched to traditional electrocautery to complete the case.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.